Event description:
Patient with a history of morbid obesity was presented to the operating room (or) for insertion of a trapease inferior vena cava (ivc) filter. Indication for filter insertion was prophylactic. The patient had no anticoagulation therapy pre-procedure. There was no contraindication for anticoagulation. There was no recurrent pe in spite of anticoagulation. The ivc filter was placed in the or in 2005. The ivc diameter was measured at 22 mm. Access was made at the right femoral vein. There was no thrombus at the delivery site. The location of the delivery site was infrarenal. There were no reported complications. In 03/2005 a kub was performed which showed the ivc filter at the level of l2-l3. In 03/2005 a vq scan was performed, which was highly probable for pulmonary embolism (pe).